Event description:
84 year male patient was brought into emergency room with severe chest pain and was unconscious. A pacer was used on this patient and it did not function. Clinical engineer determined that connection between pacer and paddle was not properly connected. Once this was corrected, the pacer workeddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: early eol, rrt indicator - end of life. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.